Event description:
During troubleshooting, caller reported missing elements of the meter screen display of the compact plus system. No adverse event reported. A request was made for the return of the device, replacement was sent.

Event description:
During troubleshooting, caller reported missing elements of the meter screen display of the compact plus system. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
Device manufacture date not available. The device was confirmed for not displaying the e-22 code when it should have, but this was not due to a display failure.

Manufacturer narrative:
Device manufacture date not available.